Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was intermittently affected, as indicated by a "high" reading, but specific values were unknown. The customer addressed the high blood glucose by administering a correction bolus via pump and a correction injection via mdi without needing third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.